Event description:
Out pt for mra/MRI under monitored anesthesia care; pt set up for procedure, monitor attached-sedation given; during procedure, pulse oximetry failed, unable to determine source of problem; procedure aborted no adverse outcome to pt.